Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received that intervention was performed with the implantation of another manufacturer¿s stent. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The current vessel morphology was noted as the proximal neck diameter is 24.8mm and the distal neck diameter is 25.6mm. The current aneurysm diameter is 79.3-86mm. Proximal neck length is 10mm. During follow up, it was identified a significant migration of about 5.7cm from the renal arteries. The cause is unknown. The physician is planning a possible intervention with another manufacturer's device at another facility. No other information is available. No additional clinical sequelae were reported and the patient will continue to be monitored.